Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 569mg/dl. The customer could not lower their blood glucose and treated with manual injection. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer indicated that the pump also alarmed battery out limit and no delivery. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. Customer indicated that the no delivery was resolved by a complete set change. The customer also indicated that the pump was cracked and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.